Event description:
It was noted that the customer jumped into the pool with the insulin pump on. Customer stated that the display went blank immediately after the insulin pumps exposure to moisture. Customer's blood glucose reading at the time of the call was 495 mg/dl and has been treating with manual injections. No further information reported.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronic assembly, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.